Event description:
During service by baxter tech the device failed accuracy test with under delivery. Per service shop, the hosp rep stated they have no record of any pt incident inolving this pump since the last baxter service event.